Event description:
Per complaint (B)(4), it was discovered during a routine exam that a patient experienced discomfort on the implant site. The implant was found to be fractured and mobile and was subsequently explanted.